Event description:
Ous MDR - it was reported that about 50 months after the implantation oversensing was noted. It could be reproduced while moving the arm. No adverse patient side effects were reported. The lead is under analysis at the moment, but no explant date was provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. Blood penetrated the lead in the cut areas. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.